Event description:
It was reported that an arteriotomy closure of an unspecified vessel was attempted using a starclose after an interventional procedure. Reportedly, post cardiac cath procedure, pain was felt in the groin area for weeks, which required elevation and ice for relief. Pain was also felt down the leg. The pain has been alleviated, unless standing for long periods of time. As the name of the physician was not provided, it is unknown if the physician is trained in the use of the starclose device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of occurrence, event occurred one year prior to reporting. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
Subsequent to filing the initial medwatch report clarifying information is being provided in this supplemental medwatch report: information was received via an internet blog posting (angioplasty.org) ... Patient stated: from what I have read about sciatic nerve pain, it fits the exact symptoms. The surgeon who performed the cardiac cath ordered an ultrasound and was happy to report that the artery was not bleeding. Well that is great news except that I still am suffering from debilitating pain.

Manufacturer narrative:
(B)(4). (B)(6).